Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake and touch contamination. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, and frequency not reported). At the time of this report, the patient had one more week of antibiotic therapy and was recovering. It was not reported if the patient was retrained on aseptic technique. Action taken with pd therapy was not reported. Additional information was requested but is not available.